Event description:
This report is being filed after the subsequent review of the following journal article, hansis, m., rinke, f., lehrbab-sokeland, k. P., and siebert, c. H. (1997). "Compression plating of tibial fractures following primary external fixation". Archives of orthopaedic and trauma surgery. (116: 390-395). (B)(6) article. This is a retrospective analysis in which 69 patients (75 fractures) were treated for tibial fracture between may 1, 1990 and december 31, 1992 at a single facility. In 56 instances stabilization was carried out utilizing the ao (the association for the study of internal fixation) plates and screws and in 19 cases intramedullary nailing was performed. Of the 56 instances, this study particularly looks at 38 patients (40 fractures, 2 patients suffered bilateral tibial fractures) who underwent delayed stabilization with an ao compression plate. There were 27 men and 11 women with an average age of 42.2 years and 54.7 years respectively. Of the 40 fractures 18 were open injuries and 22 were closed fractures. The treatment regimen included primary stabilization, usually external fixation, soft tissue reconstruction and delayed open reduction and internal fixation (orif) using an ao compression plate. The plate length was chosen to permit placement of at least three screws on both sides of the fracture. A 79-year-old man showed signs of an increasing hematoma during mobilization requiring surgery 14 days after compression plating. This report 1 of 2 for (B)(4). This report is for an unknown ao compression plate and screws.

Manufacturer narrative:
Device used for treatment, not diagnosis. Hansis, m., rinke, f., lehrbab-sokeland, k. P., and siebert, c. H. (1997). "Compression plating of tibial fractures following primary external fixation". Archives of orthopaedic and trauma surgery. (116: 390-395). This report is for an unknown ao compression plate and screws/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.